Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted due to unexpected myopic results. There was no capsule tear, vitrectomy, or sutures. The iol was replaced with a bausch and lomb monofocal lens. The patient is doing well. No further information was provided.

Manufacturer narrative:
Section a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant date and explant date. (B)(6) 2023 - (B)(6) 2024, respectively. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 6, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was received. The lens was visually inspected under magnification revealing that the lens is cut in half. The lens was further inspected and no issues that could contribute to the complaint issue were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.